Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, an incomplete bolus alert means "you started a bolus request but did not complete the request within 90 seconds." Device not returned.

Event description:
It was reported that the customer was trained on the pump one day prior to going to the emergency room and subsequent hospitalization due to a blood glucose level of approximately 400 mg/dl and ketones. Customer was treated with an insulin drip and released from the hospital 2 days later. Customer alleged the pump was not delivering insulin. Tandem technical support performed a system check and reviewed pump history which showed an incomplete bolus alert. Tandem technical support educated the customer that this alert occurs when the user requests a bolus but does not deliver the bolus. Review of pump settings also found that the customer has the high bg alert turned off. Reportedly, customer received additional pump training with a clinical diabetes specialist.